Event description:
The user facility reported a 74-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that a patient had impella 5.5 inserted directly via aortic approach with no issues. While closing the chest, the patient decompensated. Under echo it was found out that the patient had a large dissection/hematoma thought to be from aortic cannulation site post removal. The patient was recannulated and impella placed in surgical mode. Physician to repair aorta and replace impella.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03792 was provided.

Event description:
Additional information noted the patient expired on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
No product was returned. The root cause of the access site bleeding issue was patient condition related, as the patient had a large dissection/hematoma as per the clinical description provided. This report is being filed as part of a retrospective review of historical records.